Manufacturer narrative:
Correction: h6. Codes added.

Event description:
It was reported that, the cardiac resynchronization therapy defibrillator (crt-d) was explanted, and this left ventricular (lv) lead was surgically abandoned and replaced due to high impedance out of range and brady pacing not as expected, worsening of patient dyspnea. No additional adverse patient effects were reported.

Event description:
It was reported that, the cardiac resynchronization therapy defibrillator (crt-d) was explanted, and this left ventricular (lv) lead was surgically abandoned and replaced due to high impedance out of range related to a suspected lv lead fracture, worsening of patient dyspnea. No additional adverse patient effects were reported.